Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was received: unfortunately, no further information has been provided.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2025. Additional information was requested, and the following was obtained: 1. What was the date of the initial procedure? Approx late (B)(6). 2. What date was the patient taken back to theatre? 4 days after procedure 3. How is the patient recovering now? Was still in hospital when I last checked.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a high anterior resection with cdh31p, leak test completed intra-op, patient unwell 24 hrs later, CT, no leak found. 4 days later patient still unwell, taken back to theatre, leak detected, hole found at site of anastomosis. No causative factors detected there was no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. Additional information received: patient had no additional co-morbidities, other than had a stroke +- 20 years prior. Patient is due to go into rehab and improving.